Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of fluid with a one-link catheter extension set. This occurred when attempting to draw blood out through the device with an unknown vacutainer and then also an unknown syringe. The device was replaced with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.